Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for leak, which has the potential to cause or contribute to patient injury. It was reported that during device preparation, a leak was noted at the sleeve handle flush port. The device was not used and another clip delivery system (cds) was used without issue. Two mitraclips were implanted and the mitral regurgitation (mr) was reduced from grade 4 to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the mitra clip delivery system (cds) was returned and flushed, when fluid was seen leaking from the sleeve handle flush port area. The handle was disabled and the leak was seen at the glue fillet around the connection between the hemostasis valve to the steerable sleeve shaft. Based on the results of the investigation, it was determined the leak may be related to variability in the manufacturing method. There is no indication of a shift in the performance of the device. This is based on the review of the manufacturing records and the complaint device analysis. A review of the complaint handling database found no other similar incidents from this lot for leaks. The lot history record was reviewed and showed this lot met specifications. These devices will continue to be monitored.